Event description:
User facility reports incident of a cracked luer connector found at initiation of treatment. Ebl = 100 cc. A new needle was inserted to continue treatment. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only.